Event description:
It was reported that an ilet user experienced repeated dexcom g7 connectivity issues resulting in ¿pairing failed¿ alarms, subsequent loss of cgm communication, and a ¿replace sensor now¿ alert after sensor replacement; the user manually entered blood glucose and was guided to restart the pump, toggle cgm settings, and re-enter the sensor pairing code, achieving pairing mode before the sensor required replacement. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated insulin dosing dependent on cgm data and the need for sensor replacement through the cgm manufacturer. Investigation included technical troubleshooting with device setting adjustments, pump restart, alarm history review, and verification of pairing workflow. Investigation of this case revealed the pump was operational and able to establish pairing mode, and the cgm sensor presented a replace-now condition consistent with a sensor-related issue. It was concluded that the event was attributable to cgm pairing and sensor performance rather than a malfunction of the ilet pump. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.